Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damage is not considered to be the cause any electrical issues because inner insulation (etfe coating) is still intact on the conductors.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.